Event description:
System pressure alarm noted; lines checked for kinks, no kinks noted in tubing set; procedure restarted; after restart, system pressure alarm occurred x 2. Therakos trainer at bedside; therakos rep remove centrifuge bowl to confirm no barriers to blood pathway and checked for air. Procedure aborted due to patient fluid balance parameters. Total whole blood process was 233; target of 1500 not reached. Transfusion medicine physician notified and ordered to proceed with manual return. Manual return of red cell performed via blood infusion set. No patient complications following procedure. Discharged home in stable condition.